Event description:
It was reported that the patient developed sudden severe respiratory deterioration, prompting the indication for arterial line placement; the arterial catheter was inserted without initial complications, with an appropriate arterial waveform confirmed on the monitor. During placement of the fixation suture, loss of the arterial waveform was observed, and a pressurized flush with normal saline (300 mmhg pressure bag) was performed, during which fluid leakage was noted at the insertion site; upon inspection, it was identified that the catheter body had completely migrated into the patient, detaching from the fixation wings and rendering the device nonfunctional. No emergency treatment was required; however, the patient will require elective surgical removal of the retained catheter fragment, which has not yet been performed due to the patient's initial poor clinical condition related to the primary admission diagnosis. The patient's condition has since improved, and a referral to vascular surgery has been placed for evaluation and scheduling of the removal procedure. Follow-up doppler ultrasound of the right upper extremity on (B)(6) 2026 confirmed the foreign body remains in the same location as previously identified on (B)(6) 2026, with maintained arterial blood flow and only mild superficial tissue thickening. The patient is currently stable, has experienced no symptoms or complications related to the retained fragment, and has had a favorable clinical course to date; however, surgical removal of the foreign body is still required.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter and the product lidstock for analysis. Signs of use were observed. Visual analysis revealed the catheter body was separated adjacent to the juncture hub. The remainder of the separated catheter body was not returned. Microscopic analysis revealed that the point of separation appeared to be rough and jagged and stress markings were observed around the separation point. No signs of discoloration were observed on the portion of the catheter body that remained attached to the hub. Complete visual inspection of the separated portion of the catheter could not be performed as it was not returned. Complete dimensional analysis could not be performed without the catheter body returned for investigation. The length of the remaining portion of the catheter body measured 1.0437 mm. The remaining portion of the catheter body was not brittle when slight perpendicular force was applied. The separated portion of the catheter was last reported to remain in the patient and "the patient has not experienced any signs or symptoms associated with the presence of the teflon fragment in the artery" and "a referral to vascular surgery has been placed for evaluation and scheduling of the removal procedure." A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." It was noted that the customer reported complications during "placement of the fixation suture" followed by the catheter separation. However, the root cause cannot be determined without the entire catheter returned. The customer report of arterial catheter separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed the catheter body was separated adjacent to the juncture hub; however, the separated portion of the catheter body was not returned for evaluation. Microscopic analysis revealed that the point of separation was observed to be rough and jagged and stress markings were observed around the separation point. The customer reported complications during "placement of the fixation suture" followed by the catheter separation. The separated portion of the catheter was last reported to remain in the patient and "the patient has not experienced any signs or symptoms associated with the presence of the teflon fragment in the artery" and "a referral to vascular surgery has been placed for evaluation and scheduling of the removal procedure." Without the catheter body returned, the nature of the separation and the cause of the separation cannot be verified. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Based on these circumstances and without the catheter body returned, the root cause is undetermined. Teleflex will continue to monitor and trend for reports of this nature.